Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for implant procedure on (B)(6) 2020. During procedure, the capture threshold of the right atrial lead was not stable. The physician attempted to remove the right atrial lead. However, the lead tip was unable to be removed from the implant position. The right atrial lead screw was attempted to be extended again and was unsuccessful. Further attempts were made to remove the right atrial lead. The right atrial lead was not used and was explanted. Programming changes were made to single chamber pacing. It was noted that an echo test was conducted and it was confirmed that no cardiac tamponade had occurred. The physician suggested that the cardiac tissue may have caught into the right atrial lead screw when unscrewing the helix which may have led to the disturbed helix coming out. There were no patient consequences.